Event description:
During an atrial fibrillation (afib) procedure, it was reported the egm's from poles 1-2 were identical to the egm's from poles 5-6. It was also reported that when pacing was selected from channels 1-2, channels 5-6 paced as well. The pinbox was switched from 20 pole a to ref/deca with no resolution. Additional information provided stated the physician did not think there was any potential risk to the patient from this pacing issue. The procedure was completed without patient¿s consequences.

Manufacturer narrative:
(B)(4).